Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported the patient¿s family has noticed they are regressing for the past four weeks and are concerned. The patient¿s last adjustment occurred on (B)(6) and they were standing up straight at the time. A week later the patient suddenly went downhill and started regressing. A healthcare professional (hcp) instructed the patient to stop taking their medication for tremors. The patient¿s tremors returned in both arms at this time, and they have to take pain medicine due to trembling. The tremors were described as ¿out of control.¿ the patient has been unable to drive since implant, and was told they were not ready by their family. They have also started experiencing balance issues, falling in all directions, brain not telling them to move when they stand up, feet dragging, being vulgar, and doing/saying things they would not normally do around the middle of (B)(6). It was noted that the patient may be frustrated or have some anger problems, but they are not their typical self. The patient is still active and tries walking and being normal. An hcp makes visits to check on the patient, and had allegedly contacted a manufacturer representative (rep), but had not heard anything else. This reportedly occurred three weeks ago. The patient¿s physician cannot see them anytime soon and there is concern that the patient might fall and break something. The friend/family member wondered if the device could malfunction or if the hcp did not adjust it correctly. It was noted that the patient did not have a programmer to check the ins. No further complications were reported.